Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: two media files and the patient summary were provided for review. Images show annular and lvot calcification. No pre-implant balloon dilatation was performed. No images of the valve inspection were provided for review, so it is undetermined whether a misload was present or not. A 29mm valve with 23% oversizing was attempted to be deployed. During the first deployment attempt, an infold can be seen at 80%. A second deployment attempt was performed without resolution of the infold. At this time, the valve was recaptured, withdrawn from the body and a dilatation with a 22mm balloon was performed (no images to support). Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. It is important to note that attempting to recapture and re-deploy an infolded valve will not resolve the infold. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. Despite attempting to re-deploy the infolded valve, proper action was eventually taken by the user, and a new valve was successfully implanted (no images). Without the valve inspection images, it appears that the culprit for the infolding could have been annular and lvot calcification. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Per the physician, the patient's dense calcium on the non-coronary cusp (ncc) on the ncc/right coronary cusp (rcc) side contributed to the infold. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, upon initial deployment, an infold was noted in the frame of the valve. The valve was recaptured and a second deployment was attempted. However, the infold was still present. The valve was recaptured and the delivery catheter system was withdrawn from the patient. Per the physician, the patient's dense calcium on the non-coronary cusp (ncc) on the ncc/right coronary cusp (rcc) side contributed to the infold. Subsequently, a pre-implant balloon aortic valvuloplasty was performed with a 22mm non-medtronic (true) balloon. A new valve was successfully implanted. No adverse patient effects were reported.